Event description:
Customer's meter allegedly not powering on. They did not report any symptoms. There was no evidence of an adverse event. Based on the info provided. The customer contacted medical professional for advice. The customer service rep tried troubleshooting and the meter did not power on. The meter was replaced due to an unresolved issue.